Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire inside there rear-1 therapy electrode causing a short. The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll manufacturing corporation to report that electrode belt (B)(4) had "check thearpy pad" messages.